Event description:
It was reported that the insulin pump has cosmetic damage. Customer was on a ladder and the insulin pump fell out of his pocket. The insulin pump has a crack on the bottom. The insulin pump will be replaced.

Manufacturer narrative:
The insulin pump returned with broken end cap, missing motor assembly and damaged electronic board and scratched display window.